Event description:
It was reported patient had a revision of left hip. Biolox delta head was shattered.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported patient had a revision of left hip. Biolox delta head was shattered.

Manufacturer narrative:
An event regarding crack/fracture involving a delta v-40 ceramic head 32/0 was reported. The event was confirmed. Visual inspection of the provided pictures indicated that the ceramic head was severely fractured. Dimensional and functional tests were not performed as the device was not returned. Insufficient medical records were received for review with a clinical consultant. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot. The reported event involves the revision of a left hip due to the head shattering. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.